Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The device performed to specification. The device passed the final test and was recertified and returned to the customer. The customer's report was not replicated. The device was put through extensive testing including system level testing, bench handling, defib cycling, and defib shock testing without duplicating the report. The test port was replaced as a precaution. Review of the device log did confirm the device did not shock in the first two attempts due to charge lead fault and was able to successfully discharge after all criteria was met. Analysis of reports of this type has not identified an increase in trend.